Manufacturer narrative:
Product analysis: analysis confirmed that the external pulse generator (epg) had a broken output connector assembly. It could not confirm damage to the battery drawer, but the drawer did have intermittent operation. It was also found that the main printed circuit board (pcb) was out of specification, the keypad was damaged, and the encoder assembly and four knobs were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had damaged atrial and ventricular connectors, and a damaged battery drawer. The epg has been returned for service. No patient complications have been reported as a result of this event.